Event description:
It was reported that the external pulse generator did not sense. However, it was noted that in subsequent testing, the biomedical engineer was unable to verify this. The generator was sent in to be checked and calibrated as a preventive measure. It was further noted on the return paperwork that the generator needs the clear plastic guard for the front. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main clear cover was missing and the interconnect flex was out of specification, intermittently. Further analysis was performed on the interconnect flex, however this analysis could not confirm the failures seen during repair of the device, no defect found. (B)(4).